Event description:
Customer reported that when weight is applied to the sensor, the alarm does not sound. The issue was identified during use, but the date when the issue was discovered was not provided. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this is based solely on the customer reported issue. (B)(4).